Event description:
It was reported that the customer had blood glucose of 29 mg/dl. She called paramedics for treatment. He also reported that the buttons of his insulin pump were unresponsive. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. All buttons functioning properly. The device was received with cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.